Event description:
The customer's father reported that on (B)(6) 2013 his daughter's blood glucose reached 423 mg/dl while wearing this pod.

Manufacturer narrative:
The returned device was evaluate and performed as designed. No product defect or mfg deficiency that would have contributed to the reported hyperglycemia. An air bubble equivalent to about 20 insulin units in size, however, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. Use error is therefore determine to be the root cause of high blood glucose. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery." It cautions "avoid using insulin from more than one vial, which may introduce air into the syringe," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.